Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functional testing noted that the handle had 298 of 300 procedures remaining. The handle was noted to be running v29.5 software. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to be fired without issue on the a1 machine. A reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and it was noted that the handle displayed many excessive load warnings while clamping on tissue. This occurs when the strain gauge reaches its maximum value. Additionally, it was noted that when the user was able to clamp on tissue and enter firing mode, there were unexpected drops in force during the firing movement. It was reported that there was excessive load detected during use, the instrument made strange noise, the jaws did not remain closed and the power handle did not fire. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant devices: sig power sigadaptshort lin short adapt, (serial# (B)(6), egia60axt egia60 artic extra thicksulu, (lot# n3b0309y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when firing the first 2-3 cartridges, it worked normally. However, after combining the 60 mm reload with the powered stapler, the tissue was clamped in the fully articulating state, and an excessive tissue alarm occurred. After waiting for about 20 seconds, the surgeon opened and re-clamped the jaws, and zone three was observed on the screen. After clicking the safety button for entering the firing mode, the surgeon pushed down for firing, but it opened spontaneously with some error sounds, and it did not work at all. The wire in the cartridge was protruding from the articulating bend. A new set of powered staplers was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, when firing the first 2-3 cartridges, it worked normally. However, after combining the 60 mm reload with the powered stapler, the tissue was clamped in the fully articulating state, and an excessive tissue alarm occurred. After waiting for about 20 seconds, the surgeon opened and re-clamped the jaws, and zone three was observed on the screen. After clicking the safety button for entering the firing mode, the surgeon pushed down for firing, but it opened spontaneously with some error sounds, and it did not work at all. The wire in the cartridge was protruding from the articulating bend. A new set of powered staplers was used to resolve the issue. There was no patient injury.